Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp via the femoral artery for a patient admitted with multiple underlying cardiac comorbidities and systemic issues, such as gastro intestinal bleed and deep vein thrombosis (dvt). The pump was placed, and the limb showed signs of limb ischemia. The team lacked the equipment for a bypass placement and so the leg was monitored. The limb had calcification and had to have a vascular repair done at the time of explant. The support was for under 11 hours. After explant a 5.5 was placed via axillary insertion.

Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia and vascular damage could not be determined. The instructions for use referenced in the initial report is the impella cp with smartassist system in section: potential adverse events (united states) which now includes statement "cardiac or vascular injury (including ventricular perforation.¿ d4-corrected model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.